Event description:
It was reported that the pt's ins was replaced due to a pocket erosion. Subsequently, there were many impedance readings greater than 10,000 ohms and some readings were greater than 40,000 ohms. Only electrodes 3 and 8 were in the normal range. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).